Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) - 2013 litigation papers received. Litigation alleges implant failure, loosening, elevated metal ion levels, discomfort and inflammation. Doi provided. There is no new additional information that would affect the investigation.

Event description:
Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot was identified for the cup. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision procedure due to pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.